Manufacturer narrative:
One syringe infusion pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a cracked right plunger case. Review of the device data log noted a "motor not running" message. Functional testing included use and occlusion testing. It was found that the worm gear and worm coupling were worn out. These parts were replaced and the pump passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause was determined to be worn worm gear and worm coupling parts.

Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.